Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels were above 250s and heparin was administered. The amulet was successfully implanted. Ten months after the procedure, a follow up computerized tomography (CT) scan was conducted and showed a large device related thrombus (drt). The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.09. The patient's most recently recorded inr was 2.73. Coumadin was given to the patient. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported patient device interaction problem associated with thrombus. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.